Event description:
Customer reported a cracked and shattered touchscreen on their pump, rendering it unresponsive and illegible for interaction. There was no adverse impact to the customer's blood glucose level. The customer reverted to manual injections for insulin therapy.